Event description:
[Dropsafe syringe with safety needle] use for covid-19 under emergency use authorization (eua): needles do not stay attached to syringe causing covid-19 vaccine dose waste. A 40+ syringes out of 200 were defective during today's vaccine clinic. FDA safety report ID # (B)(4).